Manufacturer narrative:
(B)(4). This is a report of a use error, where improper disconnect procedures were used. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked from the end as a result of a patient disconnecting without closing or capping off the transfer set. This was noted during drain two of four of peritoneal dialysis. The patient did not reconnect following the event. The technical services representative assisted the caregiver in ending therapy and reviewed proper procedures. There was no patient injury or medical intervention reported. No additional information is available.